Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, while the device was being used on proximal firing, the knob was broken and the device did not fire. The black pusher thumb piece cannot be moved at all. They used newly opened stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. Visual inspection of the stapler revealed the thumb pusher was detached. Additionally, the component the firing knob attached to was damaged. No single use loading unit (sulu) was received. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.